Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, two openings on anterior side assessed, as surgical damage. Anxiety-product/procedure: unable to observe, since it is not related to the device. Particles in valve: no observed, particles in valve. Additional observations: no other observations observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, right side deflation. And a exchange from textured to smooth implant, due to the patient's concern with the product. Healthcare professional, additionally reported, "hole, non-specific". And "particles in valve." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, anxiety-product/procedure.

Event description:
Healthcare professional reported right side deflation and a exchange from textured to smooth implant due to the patient's concern with the product. Healthcare professional additionally reported "hole, non-specific" and "particles in valve." Device has been explanted and replaced.